Event description:
It was reported that a continuous glucose monitor (cgm) error occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was given complete instructions to reset the pump and was advised to follow up if the issue persisted.